Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon applied another device and resected the add'l tissue. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
4/3/1998-supplement #1 sent to FDA. Device not available for evaluation.